Event description:
Reporter stated that customer received the following results on 2 different meters within 4 minutes: 14.9 mmol/l, 20.4 mmol/l and 7.3 mmol/l (aviva expert system) and 14.9 mmol/l, 8.6 mmol/l (aviva system). No actions taken based on device results. No adverse event due to the device reported. The same strip lot/vial was used on each system. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. (B)(6).